Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the device locked out while firing. Another device was pulled to finish the case. There was no consequence to the pt.